Manufacturer narrative:
The pump was tested for the alarm function for air-in-line on (B)(6) 2015. It was observed that the air-in-line alarm was within the specification. User reported alarm failure was not detected. The pump was tested for all the specifications on (B)(6) 2015. The pump operated within all specifications as designed. User reported alarm failure was not detected. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on (B)(6) 2016. Zyno medical submitted an e-MDR (3006575795-2016-00008_complain (B)(4)) on (B)(6) 2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported "there was air in the primary tubing and the pump did not catch it and there was a lot of air in the tubing. The air vent was not open and we never put a filter on the secondary tubing. Yikes!! Scary!!" Another nurse commented she has watched bubbles that look to be an inch alarm in some cases and not others.